Event description:
It was reported that patient underwent a revision surgery because the shim component had migrated posteriorly. During the revision surgery, the surgeon tamped the shim back into place and shim locking was confirmed using xray. It could not be confirmed whether the shim had locked during initial implantation. Since the shell and shim were left in-situ, they were not returned to the manufacturer to review for a defect.